Event description:
A hospital in (B)(6) reported via a distributor that an rt206 adult breathing circuit did not warm when they began using it. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt206 breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.